Manufacturer narrative:
(B)(4), a2: age number- corrected information. A2: age units- corrected information. A2: date of birth- corrected information. B5: describe event/problem- corrected information. E1: initial reporter postal code- corrected information. E1: initial reporter city- corrected information. H2: type of follow up- corrected information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.